Event description:
It was reported that the customer when to the emergency room (ER) due to an elevated blood glucose level of 504 mg/dl and moderate ketones. Prior to going to the ER, the customer delivered a bolus and used an insulin pen in attempt to resolve bg level. While in the ER, the customer was treated with intravenous fluids and insulin. The cause of the high bg was unknown. A system check was performed on the pump and it indicated that the pump was functioning as intended. The customer was released from the ER a few hours later with no permanent damage and reported issue was resolved. The customer continued using the pump for insulin therapy.

Event description:
It was reported that the customer when to the emergency room (ER) due to an elevated blood glucose level of 28 mmol/l and moderate ketones. Prior to going to the ER, the customer delivered a bolus and used an insulin pen in attempt to resolve bg level. While in the ER, the customer was treated with intravenous fluids and insulin. The cause of the high bg was unknown. A system check was performed on the pump and it indicated that the pump was functioning as intended. The customer was released from the ER the following day with no permanent damage and reported issue was resolved. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
B2, b5, remove code f26 and e2403.